Event description:
It was reported that during unpackaging and prior to use, the 2.5 x 15 mm multi-link 8 stent was noted to be dislodged inside the protective sheath. The device was not used on the patient. Another multi-link 8 was used to complete the procedure successfully. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned multi-link 8 noted that the returned stent implant was undamaged and dislodged from the tightly-folded balloon. These observations are consistent with the reported information. There were crimp marks on the balloon between the markers, and the measured outer diameters (od) of the dislodged stent met manufacturing criteria. These observations suggest that the stent implant was crimped securely and properly during manufacturing. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.